Manufacturer narrative:
D9. Date returned to mfg: 24-sep-2024. H6. Component codes: updated. Investigation summary: the affected device was returned for evaluation. Conducted incoming performance verification testing and visual inspection. Could not confirm customer complaint of "cassette not attached error". Attached 100ml cassette, 2 50ml cassettes, and 1 administration set and was not able to reproduce the error. Upon further investigation it was found during visual inspection that the downstream occlusion sensor seal was bubbled and contaminated under the seal. The latch lock mechanism was also contaminated. Replaced latch lock, latch lock flex, downstream occlusion seal and downstream occlusion sensor. Conducted performance verification tests. Device passed all tests. Accuracy results: 20.6ml. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a "cassette not attached" error. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.